Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed with product return. Visual inspection confirmed the fracture. No other damage was identified. Review of the device history record (DHR) found the issue was identified, which could likely be related to the reported event. A health hazard evaluation was performed. All lots of the reported device was inspected and found to be conforming to specifications. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a revision surgery the distal part of the extractor broke threaded into the slaphammer. No pieces fell into the patient, no contributing factors to the event, and there was no injury to the patient. Attempts have been made and additional information on the reported event is unavailable at this time.